Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient thought the fall caused damage to the lead.

Manufacturer narrative:
Lead model 3093-33 lot# v639198 implanted: (B)(6) 2011 explanted: (B)(6) 2010. Programmer model 3037 serial# (B)(4).

Event description:
The patient fell and all the impedances were over 4,000 ohms. The battery was 91% depleted. The ins and lead were replaced. It was later reported that there was no visible damage to the devices. The lead was cut during removal so the physician said not to return it to the device manufacturer. The issue was resolved after replacement surgery and the device system was functioning normally post-op.